Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, while being applied to the stomach, after the first load, the stapler caught on the first shot needing to be replaced. The firing grip locked. There was no patient injury.